Event description:
It was reported that the pt underwent a pelvic procedure on 2004. Post operatively, the pt presented with stage iii failure of the posterior compartment. In 2005, a surgical repair was performed.